Event description:
It was reported during an in-clinic follow-up a patient's right ventricular (rv) lead was noted with low sensing and loss of capture due to the lead dislodging. The rv lead was explanted and successfully replaced. The patient remained stable throughout.

Event description:
Additional information received indicated that fluoroscopy was used to visualize the dislodgement.